Event description:
The customer stated that a false positive architect troponin-I result of 3.18 ng/ml was generated for a patient sample ((B)(6)) on (B)(6) 2014. The patient was admitted to the hospital for additional cardiac testing. The customer was unsure whether any procedures were performed. Additional blood draws at 8 hour intervals produced negative troponin-I results. The initial positive sample was retested on (B)(6) 2014 and the result was negative. No patient injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect stat troponin-I, list 2k41-27, lot 60820un14. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was identified for reagent lot 60820un14. Accuracy testing was completed using retained kits of reagent lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves a discreet sample. Retest of the original sample produced a negative result that matched the subsequent samples. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results.